Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that following activation the patient presented with dysuria and urethral inflammation with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician provided the patient with medication and completed a diagnostic cystoscopy. The results of the cystoscopy is current unknown.

Event description:
It was reported that following activation the patient presented with dysuria and urethral inflammation with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician provided the patient with medication prophylactically to prevent infection and completed a diagnostic cystoscopy. The results of the cystoscopy is current unknown.